Event description:
This rn was at the bedside of the patient, assisting team with preparation for a vacuum delivery. The md at the perineum was handed the vacuum from the lot 251353. The vacuum had no suction ability and therefore was not able to be used during the delivery lot. Manufacturer response for vacuum delivery system, kiwi omnicup (per site reporter). No response at this time.